Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg 400-unknown mg/dl); contact did not know cause of elevated bg. Ketones were present. Ketone level was considered as dangerous by a healthcare provider. Pump supplies were changed. Boluses were delivered and insulin injections were administered to address bg. As contact did not have pump at the time of the report, a pump system check was unable to be performed by tandem technical support. Upon follow up, contact reported issue was resolved.